Event description:
A dialysis facility reported that there was excessive fluid removal of approx 2.6 kg from a pt during a dialysis treatment on 11/6/98 and 2.2 kg on 11/9/98. The pt became hypotensive and was given saline. He was stable post treatment. There was no serious injury or illness.